Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2017, as retina detachment was reported as 6 months post op. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that tecnis symfony toric intraocular lens (model zxt150, +17.5 diopter) was explanted in a secondary procedure. Reportedly, there was retinal detachment 6 months post op, which required a secondary procedure. Lens was explanted and a vitrectomy performed. An anterior chamber intraocular lens was used as replacement lens for patient. Patient is in stable condition. No further information provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/21/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The sample was inspected by a qualified final inspection operator using 12x magnification. It can be seen that there is a scratch on the optic, most probably to make explant possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.